Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, it was observed that the luer adapter had cracked. The catheter was repaired. There was no reported patient injury.

Event description:
According to the reporter, it was observed that the luer adapter had cracked. Flushing was done, and there was an air leak and blood leak observed. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, in-place a temporary fitting. The catheter was not repaired and catheter service kit was not used. There was a blood loss of 5 ml (milliliters), and there was no blood transfusion required. As an intervention, the reported product was removed, and the device was replaced. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, it was observed that the luer adapter had cracked. Flushing was done and there was an air leak and blood leak observed. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, in-place a temporary fitting. The catheter was repaired but catheter service kit was not used. There was a blood loss of 5 ml (milliliters), and there was no blood transfusion required. As an intervention, the reported product was removed and the device was replaced. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.